Manufacturer narrative:
No part or lot numbers were provided. No further evaluation can be completed. Review of labeling: possible adverse events bending, disassembly, or fracture of implant and components loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.

Event description:
On (B)(6) 2024, it was reported that the surgeon observed via x-ray that the shoreline acs locking cover was potentially loosening in a patient. Date issue was detected was not provided, however, initial surgery was performed ~6 weeks prior. Customer states the patient would be coming back to the hospital for additional imaging in two weeks, at which point the surgeon would decide next steps. No patient injury was reported and there were no intra-operative issues. Although requested, no further information was able to be provided. The product is not available for evaluation.

Manufacturer narrative:
Update to b5: additional event information added. (3 shoreline acs plate locking cover, no delay in surgery, no revision surgery performed) no part or lot numbers were provided. No further evaluation can be completed. Review of labeling: possible adverse events: bending, disassembly, or fracture of implant and components loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.

Event description:
On 20-sep-2024, it was reported that the surgeon observed via x-ray that the 3 shoreline acs plate locking cover was loosening in a patient. Date issue was detected was not provided, however, initial surgery was performed ~6 weeks prior. Customer states the patient would be coming back to the hospital for additional imaging in two weeks, at which point the surgeon would decide next steps. No revision surgery was performed. No patient injury was reported, there was no delay in surgery and there were no intra-operative issues. Although requested, no further information was able to be provided. The product is not available for evaluation.